Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 4.8 mmol/l, 8.3 mmol/l, and 13.4 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).